Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). The device would likely not have sufficient power in this state to appropriately deliver defibrillation therapy to a patient, if needed.

Manufacturer narrative:
(B)(4). The contracted third party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter caused depletion to the internal hlc batteries.